Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital with shortness of breath, showing multiple episodes of intermittent loss of ventricular pacing. No noise was observed and all electrical measurements were normal and in-range. Diagnostic imaging revealed no visual anomalies. Programming changes were made. Patient was fine after the event.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of an output issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.